Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the plate was bent. There were no negative patient outcomes or delays related to this item. No adverse events were reported as a result of this malfunction. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. DHR was reviewed and no discrepancies related to the reported event were found. The device is used for treatment. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.